Event description:
Patient was implanted with 4.5 mm lcp proximal tibia plate and screw construct on an unknown date. Patient complained of painful hardware from the left proximal tibia. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. The hardware was removed without complications. This report is #8 of 11 for the same event.

Manufacturer narrative:
This device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.